Manufacturer narrative:
(B)(4). Evaluation: results: (death).

Event description:
The cause of death was assessed as due to ventricular tachycardia.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).

Event description:
The death form noted the cause of death was a probable mi. Asa and clopidogrel was discontinued 5 days prior to the patient's death.

Event description:
Pt received a 3.0mm diameter x 24mm length endeavor spring rapid exchange (rx) drug eluting coronary stent in the dist lcx and a 3.0mm diameter x 12mm length endeavor sprint (rx) stent in the mid lcx during index procedure. The pt also received a 3.0mm diameter x 30mm length and a 3.00mm diameter x 18mm length endeavor sprint rx stents in the prox lad. Stent implant was successful; however it was reported that 18 days post index procedure, emergent surgery was required due to spinal cord compression. Ventricular tachycardia was confirmed and the pt died. Investigators reported a remote relation between the event and study stent. (Ref MFR # 9612164201100225, 9612164201100226 & 9612164201100227).